Event description:
The customer reported after start up they were unable to continue with scope as the system would not boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor circuit board was replaced. The system was then found to be operating as intended.